Event description:
It was reported that one of the patient¿s programs was working fine, and then toward the end of (B)(6) 2015 it started to get uncomfortable and cause an uncomfortable sensation. The device started stimulating a different area and was ¿super uncomfortable.¿ the patient had a change in therapy, she talked to someone about it, and she was told that sometimes it happened and spontaneously changed. A nurse told the patient that she could have a great program and it may not work after a while. The patient had tried different programs and wasn¿t sure if the implantable neurostimulator (ins) had shifted a little bit. She thought maybe the device had moved or was lying in a different spot and that was the reason. A nurse updated the patient that sometimes a certain program would stop working. The patient was reprogrammed sometime in (B)(6) 2015 and none of the new programs felt good. She had kept track of the programs. The patient¿s stimulation hadn¿t been turned on in a long time because she needed to take a break from it. She had nerve damage prior to implant, and sometimes when she turned stimulation on, it made things worse. She couldn¿t feel the electrical stimulation until it ¿felt like a taser,¿ she had to keep it at a low level, and sometimes it just hurt so much. For a while, the patient turned the stimulation on for a day and then off for a day because she would have so much pain. She turned stimulation off in (B)(6)2015. It hadn¿t been turned off for the whole month, but she thought it had been turned off for a week. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0pybh, implanted: (B)(6) 2014, product type: lead. (B)(4).